Manufacturer narrative:
(B)(4). (B)(6). The manufacturing location was unknown. The device manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device was returned with an unspecified malfunction. During service and evaluation, it was observed that the gear seized, was jammed and moved heavy. It was further determined that the device failed the following pre-tests: check status of development, check of free moving, check function of all modes and check response of on/off trigger. It was unknown if the event occurred during surgery. It was unknown if there was a delay to a surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.